Event description:
The event is reported as: co2 leaks due to the fact that the wingnut of the adapter is cracked. No injuries reported.

Manufacturer narrative:
Product has not been received by MFR. Therefore, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.